Manufacturer narrative:
Concomitant product(s): 3-way stopcock, PICC, manufacturer unk. Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
The customer reported that when disconnecting the tpn line to replace the transduced lumen of the PICC, the luer lock portion of the 0.22-micron filter tubing remained on the 3-way stopcock. The 0.22-micron filter set and 3-way stopcock were replaced and reattached to the tpn tubing. There was no report of patient harm.